Event description:
Approx 3 1/2 hrs into treatment a separation occurred between the venous chamber and top cap. Half of the pts blood could not be returned and treatment was terminated. Estimated blood loss is 130cc. No intervention or treatment was required.